Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(6), 2011.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6), 2011. The acetabular cup, modular head and taper adapter were removed and replaced. The stem was well fixed and remains implanted. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the porous coating to be intact and there was evidence of bony ingrowth. The articular surface of the cup showed evidence of scratching; however, wear rates did not appear to be excessive. Wear or deformation marks were visible at the rim of the bearing surface, which might have occurred due to dislocation or subluxation of the head or from stem impingement. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.